Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Batteries are reading 28.4volts but joystick is stating that the batteries are dead.